Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with an endopath xcel trocar received inserted on the shaft and with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/10. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: to confirm "the stapler was then removed in the locked position." Yes removed in locked position with jaws slightly opened. During which firing stroke did the event occur? Not known for sure but was told third as staples were fired. Did the device lock-out (no staples deployed and no cut line started)? Staples were deployed. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Believe it was after third stroke. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Pried opened. If yes, did the jaws eventually open? Yes slightly.

Event description:
It was reported that during a laparoscopic appendectomy, the manual echelon stapler while firing a blue load locked out. The stapler was then removed in the locked position. Another stapler had to be circulated in to complete the case. The surgery was delayed due to the reported event. The procedure was completed successfully. There were no fragments generated. There were no patient consequences reported. Other medical intervention was required, "had to fire another stapler to ensure staple line integrity."